Event description:
It was reported the patient¿s stimulation therapy had not reached the primary pain area of his right foot near his toe. It was stated the patient never had a therapeutic effect and stimulation in the wrong location since implant. It was further reported that several - probably 10 ¿ reprogramming attempts were made to adjust the patient¿s settings, but they were unsuccessful in helping his pain. It was stated the patient had a couple different sections of nerve damage preventing the device from getting stimulation to the area of interest in his foot. It was noted the stimulation only went down to the patient¿s ankle. It was stated the patient had to walk on the side of his foot, he could not put on a shoe, and he could not stand for more than ten minutes. It was reported that prior to implantation, the patient had been to a pain clinic five times for epidural shots. The patient was redirected to his healthcare provider (hcp). More than 2 months later the patient was still having concerns regarding his device or therapy but was working with his doctor of manufacturer representative at the time of follow-up. It was noted the patient had ¿various¿ appointment dates. A manufacturer¿s representative saw the patient on (B)(6) and his system had been working fine. It was stated that the patient did not make the manufacturer¿s representative aware of any issues other than the stimulation did not reach his left toe. It was stated that this had been the case for the patient ¿since day one¿. Additional information received reported that the patient had spent approximately 50-69 hours working with 4 manufacturing representatives and 1 manager, and they could only get the stimulation to the ankle. He did have relief during the trial, but the healthcare provider (hcp) told him that it was a placebo affect and that the nerves were too damaged for stimulation to be beneficial. The pain from the complex regional pain syndrome (crps) was like someone stepping on his foot 24/7. The foot was the primary pain area, but he had some back pain too but they could not get the stimulation to cover that either. The patient reiterated that he had gotten 0% relief from the stimulation. He was going to see an hcp in (B)(6) to start setting up the explant; it would be his 6th surgery. The patient did not want the implantable neurostimulator (ins) to remain implanted because it caused him pain in his lower hip where it was implanted when he slept. He had tried oxycodone, gabapentin, lyrica, and nothing helped this pain. He also had more bouts of neuropathy. He also tried acupuncture, homeopathic remedies, hydrotherapy, and physical therapy with no relief. They thought the issue was due to scar tissue, and then thought it was due to swelling. Since then he had 20-30 visits for reprogramming and would spend 45 minutes getting ¿electrocuted.¿ he was told that if it had not worked by now, it was not going to work. It was noted that his stimulation changed from the left to the right side of the body. The last time he saw his hcp was in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. Actions required as a result of the event included explant.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Date of complete system explant (B)(6) 2015.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).